Event description:
A malfunction on the pump was reported by the caller, but there was no adverse impact to the customer¿s blood glucose level. Tandem technical support agreed to replace the pump, provided instructions on putting the pump into storage mode before return, and sent a replacement pump. The customer planned to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery and understood all instructions provided.